Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The pump system was explanted. And a new pump reimplanted. The patient status was alive no injury. And the issue was resolved. The date of onset of the reported event was (B)(6) 2015. The healthcare provider clarified that the pump was removed as the patient had neuro changes right leg after implant. The patient experienced weakness and pain. Troubleshooting related to the pump system removal was reported as catheter and pump removed. The cause of the pump system removal was not determined.